Event description:
A nurse reported that during cataract procedure ophthalmic handpieces were presented with total loss of power in mid of the procedure. Procedure was completed by using alternate handpiece and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There were no sample returned for evaluation. Based on the information available, the customer reported event cannot be confirmed. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed, but was determined to not be relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There were no sample returned for evaluation. Based on the information available, the customer reported event cannot be confirmed. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A manufacturing device history record (DHR) the product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for testing, on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened on this issue but was later determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed a dented irrigation line. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).